Event description:
Two expanders were returned to co for product evaluation. The devices were labeled left and right. Pe designated the left device a and the right device b. Pe autoclaved these devices. Device a had approx. 5 puncture sites within the palpation ring. A foreign yellow substance was on the device wall. A trace amount of clear fluid was in the device. No anomalies were observed. Device b had approx. 4 puncture sites within the palpation ring. A foreign brown substance was around the shell patch. The device contained a small amount of clear fluid. No anomalies were observed. Device a was leak tested in accordance with co procedures. Leakage was observed from a rent at the shell patch junction. The rent measures approx. .5 cm in length. Device b was leak tested in accordance with co procedures. Leakage was observed from a rent at the shell patch junction. The rent measured approx. .3 cm in length. Device a's and b's microscopic exam of the edges of the rents revealed parallel striations. The striations observed have markings that are similar to markings that are generated when the shell wall comes in contact with a sharp instrument. Co concluded the reported deflation of the pt's prostheses were due to a sharp instrument damage. A microscopic exam of the edges of the rents, which were located at the shell/patch junction's of the devices, revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. Because co performs 100% inspection and testing of all devices prior to release, pe concluded the rents occurred sometime subsequent to the removal of the devices from their protective packaging.